Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse was receiving low flow or air leak alarms in an arctic sun device. Nurse stated that the therapy had been running for a few hours. Confirmed they had 4 pads connected. Had nurse pause therapy, empty pads and disconnect. Had nurse reconnect pads holding only the blue tubing and not the clear plastic clamps. Nurse resumed therapy, water flow rate (wfr) was 0.2 l/min and alarmed low flow. Walked nurse through stopping therapy, disconnecting pads and placing the device in manual control. Without pads the water flow rate (wfr) was 2.2 l/min, inlet pressure (ip) was -8.2 psi, circulation pump command (cpc) was 43 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, water reservoir level (wrl) was 5, system hours were 8,291, and pump hours were 7,791. Had nurse add right chest pad the water flow rate (wfr) was 2.1 l/min, inlet pressure (ip) was -4.7 psi, circulation pump command (cpc) was 71%. Added left chest pad, water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -2 psi, circulation pump command (cpc) was 100 percentage, nurse stated that it was a little difficult to connect and sees bubbles in the clamp. Had nurse remove left chest pad and add right leg pad, water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -2 psi, and circulation pump command (cpc) was 100 percentage. Added left leg pad, water flow rate (wfr) was 1.4 l/min, inlet pressure (ip) was -1 psi, circulation pump command (cpc) was 100 percentage, and no water flowing in clamps. Informed nurse to swap for a new set of pads and place these at the nurses station for investigation. Nurse did not have the packaging with the lot number. Walked nurse through disabling manual control and emptying pads to disconnect. Nurse stated that to get a new set of pads and call back if needed.

Event description:
It was reported that the nurse was receiving low flow or air leak alarms in an arctic sun device. Nurse stated that the therapy had been running for a few hours. Confirmed they had 4 pads connected. Had nurse pause therapy, empty pads and disconnect. Had nurse reconnect pads holding only the blue tubing and not the clear plastic clamps. Nurse resumed therapy, water flow rate (wfr) was 0.2 l/min and alarmed low flow. Walked nurse through stopping therapy, disconnecting pads and placing the device in manual control. Without pads the water flow rate (wfr) was 2.2 l/min, inlet pressure (ip) was -8.2 psi, circulation pump command (cpc) was 43 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, water reservoir level (wrl) was 5, system hours were 8,291, and pump hours were 7,791. Had nurse add right chest pad the water flow rate (wfr) was 2.1 l/min, inlet pressure (ip) was -4.7 psi, circulation pump command (cpc) was 71%. Added left chest pad, water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -2 psi, circulation pump command (cpc) was 100 percentage, nurse stated that it was a little difficult to connect and sees bubbles in the clamp. Had nurse remove left chest pad and add right leg pad, water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -2 psi, and circulation pump command (cpc) was 100 percentage. Added left leg pad, water flow rate (wfr) was 1.4 l/min, inlet pressure (ip) was -1 psi, circulation pump command (cpc) was 100 percentage, and no water flowing in clamps. Informed nurse to swap for a new set of pads and place these at the nurses station for investigation. Nurse did not have the packaging with the lot number. Walked nurse through disabling manual control and emptying pads to disconnect. Nurse stated that to get a new set of pads and call back if needed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "improper design of pad connector- pad not connected to fluid delivery line". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. UDI related data quality updates only: the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "improper design of pad connector- pad not connected to fluid delivery line". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was receiving low flow or air leak alarms in an arctic sun device. Nurse stated that the therapy had been running for a few hours. Confirmed they had 4 pads connected. Had nurse pause therapy, empty pads and disconnect. Had nurse reconnect pads holding only the blue tubing and not the clear plastic clamps. Nurse resumed therapy, water flow rate (wfr) was 0.2 l/min and alarmed low flow. Walked nurse through stopping therapy, disconnecting pads and placing the device in manual control. Without pads the water flow rate (wfr) was 2.2 l/min, inlet pressure (ip) was -8.2 psi, circulation pump command (cpc) was 43 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, water reservoir level (wrl) was 5, system hours were 8,291, and pump hours were 7,791. Had nurse add right chest pad the water flow rate (wfr) was 2.1 l/min, inlet pressure (ip) was -4.7 psi, circulation pump command (cpc) was 71%. Added left chest pad, water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -2 psi, circulation pump command (cpc) was 100 percentage, nurse stated that it was a little difficult to connect and sees bubbles in the clamp. Had nurse remove left chest pad and add right leg pad, water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -2 psi, and circulation pump command (cpc) was 100 percentage. Added left leg pad, water flow rate (wfr) was 1.4 l/min, inlet pressure (ip) was -1 psi, circulation pump command (cpc) was 100 percentage, and no water flowing in clamps. Informed nurse to swap for a new set of pads and place these at the nurses station for investigation. Nurse did not have the packaging with the lot number. Walked nurse through disabling manual control and emptying pads to disconnect. Nurse stated that to get a new set of pads and call back if needed.